Event description:
It was reported that the left ventricular (lv) lead threshold increased since implant. The lv lead remains in use based on medical judgment. It was noted the patient was part of the systems longevity study (sls.) No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.